Event description:
During shoulder arthroscopy a large arc was generated from distal tip to return collar of probe. Surrounding muscle and soft tissue was seared. The settings of the generator used was default settings.no other information is available for this incident.